Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.¿ a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the suction regulator is leaking and therefore unable to operate as expected. There was no report of patient involvement.